Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit passed displacement test. However, unable to prime the unit during the prime, compromised force sensor test and motor error alarm during basic occlusion test due to slightly loose drive support disk. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window, broken reservoir tube lip, and missing segments due to cracked zebra connector at lcd board.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was unknown. Nothing further reported.